Event description:
It was reporter that, 2 weeks after surgery, the plate and the rod came apart at the left side of the construct; however, the blocker still remained in the plate intact. The patient is wearing a halo vest now; only one side is supporting the structure and hoping to have full bone fusion.